Event description:
Reporter alleged obtaining a result of 192 mg/dl on the advantage system compared back to back within 10 minutes of a result of 86 mg/dl obtained on the doctor's system. No actions were taken or treatment received. No adverse event reported. A request was made for the return of the affected product.